Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer also reported a hospitalization event on (B)(6) 2017 where their blood glucose could not be measured. Customer was treated with an insulin pen and IV drip. The customer was wearing the insulin pump at the time of hospitalization. The customer's current blood glucose was 408 mg/dl. It was also reported the customer had a no delivery alarm. Troubleshooting found insulin could not exit during a fixed prime and that the cannula was bent. The customer declined to return the insulin pump for analysis.